Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-oct-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that no issues were found. The technical support specialist (tss) dialed into the device and did not observe any communication issues. The tss then called the customer, who confirmed that the device appeared to be functioning normally. The system functioned as intended when the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the patient profiles were disconnected from the server, and a profile not available message was displayed on the screen. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.